Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient fell in (B)(6) 2016 and since that time, he has been unable to establish communication between his ipg and charger. The patient has also been unable to feel stimulation since (B)(6) 2016. In addition, the patient's programmer reflects a communication error. As such, the patient may consult with a physician regarding surgical intervention to address the issue. The patient also experienced pain at the ipg site (reference MFR. Report#: 1627487-2016-05599).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced. Reportedly, effective therapy was restored post-operative and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient met with the physician and the programmer communicated with ipg. However, the charger did not communicate with the ipg. As such, x-rays will be ordered prior to determining the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information revealed the patient will undergo surgical intervention as the next course of action.